Manufacturer narrative:
(B)(4). No additional specific details regarding the patient have been provided however 6 possible ages for the patient have been provided: 24, 25, 28, 30, 32, 33yrs. Additional information has been requested but as of yet has not been received.

Event description:
According to the reporter: about 5 days post breast reduction surgery, a patient was returned to the operating theater for drainage of an abscess at the wound site with some dehiscence and suture tearing. It was also provided there was no permanent damage involved. The specific date of the event could not be provided.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of thirty one sealed samples returned by the account from an open box of the same lot of the used suture. The initial visual and tactile inspection of the sample noted no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. A tensile test was performed on the sealed products and the results exceeded the specifications for this product. Additionally, the investigation was reviewed by medical affairs and, while this incident is identified in the risk management documents as an expected, there was no objective evidence provided which would indicate that the suture was the cause of the reported abscess. The returned sample was found to meet quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the sample received met all visual and functional manufacturing specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.